Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received without a tip protector in a tray for the report. The sample was visually inspected and found to be nonconforming with the needle/stiffener detached from the needle holder and white/clear foreign material on the port face. No wear could be performed as the inner cutter was not able to be extracted from the needle. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Two photos attached to the parent complaint were reviewed by the investigation site. Photo 1 shows a probe distal end the needle/stiffener are observed detached. Photo 2 shows a pack label with the same product and lot number as reported. The complaint evaluation confirms that the needle/stiffener was detached from the needle holder, which can be perceived as the needle came loose. How and when the needle/stiffener became detach from the needle holder cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. No action has been taken by the manufacturing site as an exact root cause for the component¿s detachment could not be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that metal has come loose and slid off the cutter during vitrectomy surgery. The surgery was completed on the same day after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.